Event description:
Ous MDR - after an implantation time of about 25 months, oversensing with inappropriate shock deliveries was reported. The leads and the ICD were exchanged. It was also reported that the two leads were accidentally disposed of and not returned to biotronik.

Manufacturer narrative:
The leads complained about were not available for analysis. The interferences observed in the iegms in the right-ventricular channel indicate lead damage.

Event description:
Ous MDR - after an implantation rime of about 25 months, oversensing with inappropriate shock deliveries was reported. The leads and the ICD were exchanged. It was also reported that the two leads were accidentally disposed of and not returned to biotronik.